Manufacturer narrative:
(B)(4). All information has been filed under (B)(4) (manufacturer report number - 3005075853-2019-16849).

Manufacturer narrative:
(B)(4). Batch # r41785. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number r41785, and no non-conformances were identified.

Event description:
It was reported that when pouch was deployed within the belly, one side of the pouch had a split in it. It is unknown how the procedure was completed. There were no patient consequences reported.